Manufacturer narrative:
The patient's ethnicity and race are unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00269. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign report source: (B)(6)/ study name: saver: patient ID #(B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of restenosis is unrelated to the study device, restenosis is listed in the patient's as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesions of the left proximal sfa and popliteal p1, p2. Approximately 11 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2020. Per clinical evaluation, this is not related to the study device or procedure.